Event description:
It was reported that the wire detached and the patient experienced ventricular fibrillation. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, when the rotalink burr was applied into the target lesion, it was noted that the patient's condition suddenly changed and became ventricularly fibrillated. Then, the guide was removed and when the coronary artery was checked under fluoroscopy, it was noted that the rotawire became separated. The location of the separation was not where the burr was over rotawire. The device was removed from the patient's body using snare and the procedure was completed with the original device. No further patient complications were reported. It was further reported that ventricular fibrillation occurred during rotablation with the rotalink burr and that the rotawire separated immediately after ventricular fibrillation occurred. When the rotawire separation occurred, it was noted that the distal end of the rotawire inserted into the coronary artery was not stuck on the target lesion. Then, the guide catheter was removed from the patient's body and the coronary artery was checked under fluoroscopy, where it was noted that the rotawire became separated. The rotawire was completely removed from the patient's body and the patient was good post procedure. No further patient complications were reported.

Manufacturer narrative:
E1: initial reporter address -(B)(6). Device evaluated by MFR: the device was returned for analysis. An incomplete guidewire was received; the distal section was not returned. The returned section measured approximately 125.6 inches from the proximal end. No more visual damages were encountered in the device. Microscopic inspection was performed and detailed review of the broken area was captured. It seemed to be that the guidewire separation was caused by fatigue. Dimensional inspection of the number of the middle section outer diameter (od) and proximal section od were performed and were within specifications. However, dimensional inspection of the overall length does not meet specification since the guidewire was broken. Dimensional inspection of the distal tip od could not be performed since it was not returned. No other issues were identified during the product analysis.

Event description:
It was reported that the wire detached and the patient experienced ventricular fibrillation. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, when the rotalink burr was applied into the target lesion, it was noted that the patient's condition suddenly changed and became ventricularly fibrillated. Then, the guide was removed and when the coronary artery was checked under fluoroscopy, it was noted that the rotawire became separated. The location of the separation was not where the burr was over rotawire. The device was removed from the patient's body using snare and the procedure was completed with the original device. No further patient complications were reported. It was further reported that ventricular fibrillation occurred during rotablation with the rotalink burr and that the rotawire separated immediately after ventricular fibrillation occurred. When the rotawire separation occurred, it was noted that the distal end of the rotawire inserted into the coronary artery was not stuck on the target lesion. Then, the guide catheter was removed from the patient's body and the coronary artery was checked under fluoroscopy, where it was noted that the rotawire became separated. The rotawire was completely removed from the patient's body and the patient was good post procedure. No further patient complications were reported. It was further reported that when the separated part of the rotawire was snared, the detached fragment was pulled into the guiding catheter. But, when it was pulled back out of the body, the detached fragment could not be confirmed. Although the physician confirmed through fluoroscopic image, the separated fragments could not be confirmed, so it was judged that all of them could be removed and the procedure was completed. In (B)(6) 2020, it was found that the detached fragment of the rotawire remained inside the patient's the body, and it was removed by surgical procedure. No further patient complications were reported.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Device evaluated by MFR: the device was returned for analysis. An incomplete guidewire was received; the distal section was not returned. The returned section measured approximately 125.6 inches from the proximal end. No more visual damages were encountered in the device. Microscopic inspection was performed and detailed review of the broken area was captured. It seemed to be that the guidewire separation was caused by fatigue. Dimensional inspection of the number of the middle section outer diameter (od) and proximal section od were performed and were within specifications. However, dimensional inspection of the overall length does not meet specification since the guidewire was broken. Dimensional inspection of the distal tip od could not be performed since it was not returned. No other issues were identified during the product analysis. Device evaluated by MFR: the detached fragments were returned for analysis. Two separated pieces of guidewire were returned broken: section #1 of 0.43' (1.1cm), section #2 of 2.36" (6cm). The distal end of the guidewire was not returned. A total of 326.124cm of guidewire were returned (319.024cm+1.1cm+6cm); therefore the most distal end of the guidewire is still not returned, approximately 3.8cm of guidewire. No more damages were found in the returned device. Detailed pictures of the broken area were captured. Both pieces have signals of breakage caused by fatigue and cycling bending. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter address (B)(6).

Event description:
It was reported that the wire detached and the patient experienced ventricular fibrillation. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, when the rotalink burr was applied into the target lesion, it was noted that the patient's condition suddenly changed and became ventricularly fibrillated. Then, the guide was removed and when the coronary artery was checked under fluoroscopy, it was noted that the rotawire became separated. The location of the separation was not where the burr was over rotawire. The device was removed from the patient's body using snare and the procedure was completed with the original device. No further patient complications were reported. It was further reported that ventricular fibrillation occurred during rotablation with the rotalink burr and that the rotawire separated immediately after ventricular fibrillation occurred. When the rotawire separation occurred, it was noted that the distal end of the rotawire inserted into the coronary artery was not stuck on the target lesion. Then, the guide catheter was removed from the patient's body and the coronary artery was checked under fluoroscopy, where it was noted that the rotawire became separated. The rotawire was completely removed from the patient's body and the patient was good post procedure. No further patient complications were reported.

Event description:
It was reported that the wire detached and the patient experienced ventricular fibrillation. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, when the rotalink burr was applied into the target lesion, it was noted that the patient's condition suddenly changed and became ventricularly fibrillated. Then, the guide was removed and when the coronary artery was checked under fluoroscopy, it was noted that the rotawire became separated. The location of the separation was not where the burr was over rotawire. The device was removed from the patient's body using snare and the procedure was completed with the original device. No further patient complications were reported. It was further reported that ventricular fibrillation occurred during rotablation with the rotalink burr and that the rotawire separated immediately after ventricular fibrillation occurred. When the rotawire separation occurred, it was noted that the distal end of the rotawire inserted into the coronary artery was not stuck on the target lesion. Then, the guide catheter was removed from the patient's body and the coronary artery was checked under fluoroscopy, where it was noted that the rotawire became separated. The rotawire was completely removed from the patient's body and the patient was good post procedure. No further patient complications were reported. It was further reported that when the separated part of the rotawire was snared, the detached fragment was pulled into the guiding catheter. But, when it was pulled back out of the body, the detached fragment could not be confirmed. Although the physician confirmed through fluoroscopic image, the separated fragments could not be confirmed, so it was judged that all of them could be removed and the procedure was completed. In (B)(6) 2020, it was found that the detached fragment of the rotawire remained inside the patient's the body, and it was removed by surgical procedure. No further patient complications were reported. It was further reported that the patient developed cardiac tamponade in (B)(6) of the same year after the procedure using the product was performed in (B)(6) 2020. Drainage was done to treat for cardiac tamponade. In (B)(6) 2020, it was found that the separated part of the device remained in the patient's body and surgery was performed. As of (B)(6) 2021, the patient is in the hospital. The reason for being hospitalized is unknown. No further patient complications were reported.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Device evaluated by MFR: the device was returned for analysis. An incomplete guidewire was received; the distal section was not returned. The returned section measured approximately 125.6 inches from the proximal end. No more visual damages were encountered in the device. Microscopic inspection was performed and detailed review of the broken area was captured. It seemed to be that the guidewire separation was caused by fatigue. Dimensional inspection of the number of the middle section outer diameter (od) and proximal section od were performed and were within specifications. However, dimensional inspection of the overall length does not meet specification since the guidewire was broken. Dimensional inspection of the distal tip od could not be performed since it was not returned. No other issues were identified during the product analysis. Device evaluated by MFR: the detached fragments were returned for analysis. Two separated pieces of guidewire were returned broken: section#1 of 0.43' (1.1cm), section #2 of 2.36" (6cm). The distal end of the guidewire was not returned. A total of 326.124cm of guidewire were returned (319.024cm+1.1cm+6cm); therefore the most distal end of the guidewire is still not returned, approximately 3.8cm of guidewire. No more damages were found in the returned device. Detailed pictures of the broken area were captured. Both pieces have signals of breakage caused by fatigue and cycling bending. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the wire detached and the patient experienced ventricular fibrillation. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, when the rotalink burr was applied into the target lesion, it was noted that the patient's condition suddenly changed and became ventricularly fibrillated. Then, the guide was removed and when the coronary artery was checked under fluoroscopy, it was noted that the rotawire became separated. The location of the separation was not where the burr was over rotawire. The device was removed from the patient's body using snare and the procedure was completed with the original device. No further patient complications were reported.

Event description:
It was reported that the wire detached and the patient experienced ventricular fibrillation. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, when the rotalink burr was applied into the target lesion, it was noted that the patient's condition suddenly changed and became ventricularly fibrillated. Then, the guide was removed and when the coronary artery was checked under fluoroscopy, it was noted that the rotawire became separated. The location of the separation was not where the burr was over rotawire. The device was removed from the patient's body using snare and the procedure was completed with the original device. No further patient complications were reported. It was further reported that ventricular fibrillation occurred during rotablation with the rotalink burr and that the rotawire separated immediately after ventricular fibrillation occurred. When the rotawire separation occurred, it was noted that the distal end of the rotawire inserted into the coronary artery was not stuck on the target lesion. Then, the guide catheter was removed from the patient's body and the coronary artery was checked under fluoroscopy, where it was noted that the rotawire became separated. The rotawire was completely removed from the patient's body and the patient was good post procedure. No further patient complications were reported. It was further reported that when the separated part of the rotawire was snared, the detached fragment was pulled into the guiding catheter. But, when it was pulled back out of the body, the detached fragment could not be confirmed. Although the physician confirmed through fluoroscopic image, the separated fragments could not be confirmed, so it was judged that all of them could be removed and the procedure was completed. In (B)(6) 2020, it was found that the detached fragment of the rotawire remained inside the patient's the body, and it was removed by surgical procedure. No further patient complications were reported.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Device evaluated by MFR: the device was returned for analysis. An incomplete guidewire was received; the distal section was not returned. The returned section measured approximately 125.6 inches from the proximal end. No more visual damages were encountered in the device. Microscopic inspection was performed and detailed review of the broken area was captured. It seemed to be that the guidewire separation was caused by fatigue. Dimensional inspection of the number of the middle section outer diameter (od) and proximal section od were performed and were within specifications. However, dimensional inspection of the overall length does not meet specification since the guidewire was broken. Dimensional inspection of the distal tip od could not be performed since it was not returned. No other issues were identified during the product analysis.